Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated after implantation. As a result patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that unintentionally missed reporting that patient reported that her implants caused her illness and she has been sick for years, pain, and yeast infection. Therefore, pc generalize illness added to the patient code. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020,additional information received indicated that there was also bilateral issue with ptosis. As a result patient had bilateral mastopexy and bilateral removal of implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/17/20, indicates that the procedure was revision augmentation. Patient had no symptoms with the deflation and fully recovered . Manufacturer¿s reference number: (B)(4).